Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported a battery toggling and not charging. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies involving (B)(4) during the reported event date. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. Note: the controller, (B)(4), in use contained the old software (no smr upgrade). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic with recent reports of battery toggling, and the battery was not charging. The battery was exchanged.  No patient complications have been reported as a result of this event.